Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the staples did not deploy while being applied on anastomosis. Hand sewed was done to correct the open tissue and to complete the case. There was no patient injury.